Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons at this time. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was not successful near the terminal pin (15mm from the terminal pin end), indicating a damaged inner coil. This type of damage is consistent with inner coil over torque and helix extension/retraction difficulty. This confirmed that the observed damage was induced. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons at this time. No additional adverse patient effects were reported.